Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone (5mg/ml at 0.47mg/day) and marcaine (2.5mg/ml at 0.234mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that a motor stall was seen upon initial interrogation. The patient recently had an MRI of the lower back due to continued pain since 2002 (see (B)(6)). Recovery had not occurred and it had not been less than 2 hours since the patient exited the MRI. The patient experienced pain. Additional information received on (B)(6) 2018, indicated the motor stall subsequently recovered. The motor stall duration was not known. No further complications were reported/anticipated.